Event description:
A vaxcel pasv PICC line was placed for therapeutic purposes on an unk date. Approximately two weeks later in 2005, leaking was noticed occurring just distal to the suture wing. The PICC line was replaced.